Event description:
It was reported the colonovideoscope had a severe sizzling noise on a black screen. The issue occurred during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failures were not confirmed. Based on the results of the investigation, and since the device malfunctions were not confirmed during evaluation, a definitive root cause of the reported issues could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.